Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope and optic was observed cut in two pieces. This condition is typical of a removed lens. Due to the sample's condition, the complaint could not be verified. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00, 16.5 diopter lens was explanted from the patient¿s left eye due to unexpected post refraction. The iol was replaced with a model zct300 +9.0 diopter lens. There were no complications such as vitrectomy, sutures or incision enlargement. The patient recovered. No further information was provided.